Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that she thinks the patient's hospitalization is related to peritonitis. In additional follow-up, the patient¿s pdrn confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital and per the patient¿s nephrologist the culture was positive for growth of staphylococcus epidermis. The nurse stated that the patient was treated with antibiotic therapy (details unknown). The patient also underwent removal of the pd catheter (not a fresenius product) and was switched to hemodialysis for renal replacement needs. On an unknown date, the patient was discharged from the hospital continuing hemodialysis modality, according to the pdrn. The pdrn stated that the exact cause of the peritonitis is unknown. However, the nurse confirmed that the patient did not have any fluid leaks or any issues/ malfunctions with fresenius products in relation to the event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler showed signs of physical damage on the bezel of the front panel. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler / fresenius cassette and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy often associated with entry of microorganisms into the peritoneum via the pd catheter through a breach in aseptic technique during the pd exchange. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ fresenius cassette malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that she thinks the patient's hospitalization is related to peritonitis. In additional follow-up, the patient¿s pdrn confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital and per the patient¿s nephrologist the culture was positive for growth of staphylococcus epidermis. The nurse stated that the patient was treated with antibiotic therapy (details unknown). The patient also underwent removal of the pd catheter (not a fresenius product) and was switched to hemodialysis for renal replacement needs. On an unknown date, the patient was discharged from the hospital continuing hemodialysis modality, according to the pdrn. The pdrn stated that the exact cause of the peritonitis is unknown. However, the nurse confirmed that the patient did not have any fluid leaks or any issues/ malfunctions with fresenius products in relation to the event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that she thinks the patient's hospitalization is related to peritonitis. In additional follow-up, the patient¿s pdrn confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital and per the patient¿s nephrologist the culture was positive for growth of staphylococcus epidermis. The nurse stated that the patient was treated with antibiotic therapy (details unknown). The patient also underwent removal of the pd catheter (not a fresenius product) and was switched to hemodialysis for renal replacement needs. On an unknown date, the patient was discharged from the hospital continuing hemodialysis modality, according to the pdrn. The pdrn stated that the exact cause of the peritonitis is unknown. However, the nurse confirmed that the patient did not have any fluid leaks or any issues/ malfunctions with fresenius products in relation to the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.